Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacement was placed during an enteral feeding balloon replacement procedure on a male patient in 2009. According to the complainant, the balloon burst after 2 days of use. The procedure was completed with another endovive low profile balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.